Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). Device evaluation: d6b, d9, g3, g6, h2, h3, h6, h10. Tiger aesthetics medical received the suspected device from the customer and performed a failure analysis. The device was returned intact and functional with light yellowing. The device weighed 543.2 grams. No additional observations. Additional information: h6. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. B5.

Event description:
Left-side MRI indicated rupture and left-side capsular contracture baker grade 3. Date of event for capsular contracture: 3/2/2026.

Manufacturer narrative:
Tiger aesthetics medical complaint#: (B)(4). At this time, the suspect device has not been returned for evaluation. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Left-side MRI indicated rupture.

Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). Tiger aesthetics medical received the suspected device from the customer and performed a failure analysis. Upon initial observation the device was found to have a shell failure with dark yellowing. The device was unable to be weighed. Upon device inspection, the explant was received in one piece. Upon optical inspection, the explant was received ruptured and was submitted for optical analysis. An unknown cause was identified. Optical microscope images were taken of the area. The observed result of mechanical testing was 322% for ultimate elongation and 3.2 (lbf) for ultimate break force. The cause of the shell failure is local stress of unknown origin. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Correction: d4, h4, h6, h10